Event description:
It was reported that the csm power supply was leaking liquid and was burnt on the inside. There were no allegations of injury. This event was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The device was received for evaluation where after initial teardown and investigation of the power supply, it was evident that a short occurred in the power supply. It was determined the power supply damage was due to liquid ingress. Looking at the liquid ingress on the pcb, the power supply had ac power applied in a short circuit state to the extent that the ac input fuse opened causing the power supply to no longer be functional. Based on this, it is evident that the blown fuse resulted from a short caused by liquid ingress. Fluid ingress entering the assembly could damage internal components, causing the device to become non-functional. In the event of the device being unavailable, the user would likely have alternate power source. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue. Hillrom does not consider this to be a reportable malfunction.

Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. The 7000-ps is the connex spot monitor 35 watt power supply. The power supply has been forwarded onto our manufacturing facility to conduct a thorough device analysis and hillrom will forward any findings in a supplemental report. Although the reported event did not result in a serious injury, the reported malfunction could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction

Event description:
It was reported that the csm power supply was leaking liquid and was burnt on the inside. There were no allegations of injury. This event was captured under hillrom complaint ref # (B)(4).